Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of worsening mr and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported difficulty removing the device appears to be related to the prolapsed condition of the leaflets. The reported patient effect of tissue damage appears to be a result of procedural conditions and due to troubleshooting maneuvers performed to free the clip from the chordae. The reported mitral regurgitation (mr) appears to be a secondary effect of the tissue damage. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report that resistance with the chordae and chordal rupture. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. One clip was implanted successfully. The second clip delivery system (cds) was advanced to the mitral valve leaflets. When grasping was performed, the mr increased. The leaflets were un-grasped, and the clip was retracted for better positioning, but resistance was felt with the chordae. Standard troubleshooting was performed, but a chordal rupture occurred and the mr increased to 3-4. The cds was removed and the clip was not deployed. No further treatment was attempted and the patient was confirmed to be stable post procedure. No additional information was provided.